Event description:
Boston scientific received information that during routine follow-up as the patient¿s device was in elective replacement indicator (eri), this right ventricular (rv) lead exhibited pacing inhibition due to the noise being oversensed. There were pauses noted when the patient performed isometrics. The health care professional (hcp) decided to take the patient for device change out and tried to manipulate the lead. However, no noise was reproduced and no lead damage was observed. Additional information received indicating that the cause of noise was not determined. Further, no noise was noted when the lead was checked with the pacing system analyzer (psa). The oversensed noise resulted to asystole greater than two seconds. The physician opted to replace the rv lead and the pacemaker. The rv lead was capped and is no longer in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.